Manufacturer narrative:
The pump was received with currents within specification. The pump was received with a broken off reservoir tube lip. The reservoir was unable to lock in place and was unable to perform the occlusion test due to a completely broken off reservoir tube lip. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, a broken reservoir tube lip, a cracked reservoir tube, and a missing o-ring reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 202 mg/dl. Customer stated the rubber ring had come out on the reservoir compartment at the barrel where it locked into pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. Customer stated that she had low blood glucose for 20 years and coma was 4 years ago around thanksgiving. Customer's blood glucose was unknown. Customer declined low blood glucose troubleshooting.